Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery while using an ophthalmic system reflux was worse and irrigation was weaker than usual. The surgery was completed on the same day and there was no patient harm.